Event description:
It was reported that during a partial gastrectomy procedure, this stapler applied only half the staples. The surgeon had to apply sutures in order to finish the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device is being retained by legal additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? (B)(4) for stomach. Was the spike of the trocar inserted lateral or through the staple line? N/a. What confirmation did the surgeon receive that the anvil was firmly attached? N/a. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. Is a pathology specimen and/or report available? No. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) No successful anastomosis, only partial anastomosis. Did the operation change significantly as a result of the device issue? Yes, the surgeon changed technique (resection and anastomosis with suture). Did a hcp other than the primary surgeon fire the instrument? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.